Event description:
It was reported, during the procedure the physician noticed that the 7.5 flexible reamer was damaged at the base. The reamer was not used on the patient. We immediately put the reamer to the side and did not use it. It appears the instrument was damaged from cleaning prior to use in surgery.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.